Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fire the eea device per the IFU. After turning the black knobs two full times and hearing a click, went to remove the device, but it would not pull out. The surgeon ended up ripping a linear hole in the anastomosis. After inspection of the anvil, it appeared the device did not cut all the way through. The pt now has a temporary colostomy and will need to return for an ileostomy reversal surgery. Suture was used to close the tear in the anastomosis. The case was delayed by 1.5-2 hours.

Manufacturer narrative:
(B)(4).